Event description:
It was reported that flats were noted on the catheter.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The catheter was retrieved on 03dec2019 to check for flats on the inflation lumen side of the catheter. The flat measured 2.2490 down the shaft which was out of specification. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that flats were noted on the catheter.